Event description:
It was also reported that on an additional remote transmission oversensing and undersensing were present. No programming changes were made.

Event description:
It was reported that there was noise and undersensing of r-waves on the remote transmission. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).